Event description:
Customer reported that an unspecified number of patients presented with redness following orthopedic surgical procedures. An incision and drainage was performed. The patient was prescribed prophylactic antibiotics.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.